Manufacturer narrative:
Additional information: information was received that there was no patient involvement and the issue occurred during a pm cycle. No harm occurred to a patient.

Manufacturer narrative:
Evaluation results: one fluid warming level 1 hotline low flow system (hl-90) was returned for investigation in used condition. The investigator noticed a cracked and broken enclosure, cracks alongside the reservoir cover, and a large crack underneath the drain fitting. The unit had an old style enclosure, pcb and drain fitting. An over-temp functional test was performed. The customer reported product problem was confirmed. The customer reported product problem was confirmed. The unit was determined to be beyond economical repair due its old age. No repairs were made. The problem source of the reported product problem was unknown. A root cause was not established.

Event description:
Information was received that the over temperature alarm is not working on a smiths medical fluid warmer. No further information provided.